Event description:
A 24 mm diameter x 14 mm diameter x 16.5cm length aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's iliac arteries were reported to be narrow, calcified with moderate tortuosity. It was reported that the stent graft delivery system was unable to access the aorta for placement of the stent graft. The delivery system kinked during attempts to insert it. The decision was made to remove and another aneurx device was successfully used to complete the case. The device was discarded. No clinical sequelae reported and the patient is reported to be fine.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (narrow, calcified and moderately tortous iliac arteries). Conclusions: device failure/lack of effectiveness related to pt condition (narrow, calcified and moderately tortuous iliac arteries).